Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have changed batteries and then had a frozen screen display. Customer then received a button error alarm and was not sure how it occurred. Customer's blood glucose was 364 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with intermittent up arrow button response due to flattened button dome switch. No button error alarm during our testing. The pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. The insulin pump has cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.